Manufacturer narrative:
One tapered screw-vent implant with mtx surface was returned for inspection. A visual inspection revealed that the bottom portion of the fractured retaining screw stuck in the implant drive feature. The top portion of the screw was not returned. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16). Breakage implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. A singular cause for the complaint could not be determined.

Event description:
It was reported that an unknown abutment screw fractured. Implant was removed. The implant will be replaced in 4 months. Tooth location 30.